Manufacturer narrative:
(B)(4). The 2.5 x 23 mm xience v (1009527-23/unk) is being filed under a separate MFR number. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that the index procedure took place on (B)(6) 2008. Predilatation was performed prior to stenting of two vesesls during the index procedure, two xience v stents (2.5x23 mm and 2.5x8) were placed in the distal circumflex, after which a dissection was noted that required treatment with an additional stent. Another 30 x 18 mm xience v stent was placed in the mid circumflex. No additional patient effects were reported. No additional information was provided.